Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain at their implantable pulse generator (ipg) implant site and bradycardia. It was also reported that the ipg was pacing below it's programmed lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.